Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR : 27mar2019. The display was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the display's lcd cable assembly revealed the p2 was cracked in half. No further testing was deemed possible. The reported complaint of the display's lcd connector being damaged was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. The manufacturer¿s international service technician confirmed the reported display issue. And a credit was issued on (B)(4).

Event description:
The customer reported a faulty lcd connector. There was no patient involvement. Event date not specified; estimate used.